Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that a falsely elevated mass creatine kinase mb isoenzyme (lmmb) was obtained on a patient sample on a dimension exl with lm instrument. One level of quality controls (qc) recovered outside of acceptable ranges on the day of the event and the qc was not repeated. A siemens customer service engineer (cse) was dispatched to the customer's site to test the device's operation. The windows on the instrument were cleaned. After the windows were clean, there were no further issues. The cause of the falsely elevated lmmb result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated mass creatine kinase mb isoenzyme (lmmb) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension xpand instrument. The repeat results were lower than the discordant result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated lmmb result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00355 on 23-dec-2021. Additional information (17-jan-2022): siemens further investigated the event and determined that quality controls on (B)(6) 2021 were within acceptable limits and there was no evidence of an instrument nor reagent malfunction. The instrument did not produce process errors and calibrations were acceptable, indicating that the instrument and reagents were performing acceptably. Siemens reviewed instrument data and found that although aspiration patterns were within expectations, there were more minor variations in the aspiration profile than expected. Siemens determined that the customer is not centrifuging the samples according to the tube manufacturer's instrument. Sample integrity issues like fibrin and partial clots are transient so repeated testing on the same sample are not likely to experience the same issue. The photometric data shows that the reagent was performing as expected and was stable. The sample integrity issues affecting sample quality potentially contributed to the discordant mass creatine kinase mb isoenzyme (lmmb) result. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.